Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), colitis ulcerative ('autoimmune disorder-ulcerative colitis /gastrointestinal or digestive system condition type: ulcerative colitis') and cholecystitis infective ('infection (other)- gallbladder') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, migraine, irritable bowel syndrome, ulcerative colitis, arthroscopy, overanxious disorder of childhood and depression. Concurrent conditions included gallbladder non-functioning since 2015, painful feet, tenderness, joint pain, neck pain, muscle spasms, tobacco user, uterine bleeding and post coital bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as ibuprofen, ibuprofen (motrin), oxycodone and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), 6 months 12 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), cholecystitis infective (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)-uti"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition:anxiety"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)\cramping"), fatigue ("fatigue"), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), sciatica ("sciatica"), back pain ("back pain"), irritable bowel syndrome ("ibs") and feeling abnormal ("foggy brain"). The patient was treated with surgery (bilateral salpingectomy and gallbladder removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, colitis ulcerative, cholecystitis infective, menorrhagia, vaginal haemorrhage, night sweats, urinary tract infection, headache, nausea, allergy to metals, depression, anxiety, rash, fatigue, arthralgia, abdominal pain, sciatica, back pain and irritable bowel syndrome outcome was unknown, the migraine and dysmenorrhoea was resolving and the dyspareunia and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, cholecystitis infective, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, sciatica, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: essure was in place. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, arthralgia, vaginal haemorrhage, depression, migraine, anxiety,pelvic pain, dyspareunia, ulcerative colitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. New reporters was added. Patient's demographics were added. Added event pelvic pain, abnormal bleeding (general) , abnormal bleeding(vaginal, menorrhagia), ulcerative colitis/ gastrointestinal or digestive system condition type: ulcerative colitis, night sweats, uti, gallbladder infection, migraines ,headaches, nausea, nickel allergy, depression, anxiety, rashes or skin conditions, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, sciatica, hip pain, back pain, abdominal pain, irb, foggy brain. Updated outcome of events, foggy brain, dyspareunia from unknown to recovered/resolved and for migraines, cramping from unknown to recovering/resolving. Medical history, concomitant condition, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.